Event description:
A consumer reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient has not seen it properly since it was put on. The doctor says there was no problem in the surgery, but patient cannot see well. There was double vision or even triple vision. The patient cannot see the face of the person coming 30 m in the sunless cloudy weather. The patient has a hard time reading the texts on tv from 3 meters (due to the overlapping of the texts). Additional information has been requested. There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).